Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving lioresal (dose and concentration unknown) via an implanted infusion pump. It was reported that during a routine pump replacement, the hcp found a metal washer that was loose inside the subcutaneous pocket that the pump sat inside. The rep and hcp did not know where the metal washer came from, which was disposed off and was unavailable to send back for analysis. The team wanted to rule out the possibility of it coming loose from the pump so they want to return it for analysis to confirm that there are no components missing that could account for the metal washer found in the pump pocket. There were no relevant environmental/external/patient factors that may have led or contributed to the issue. The pump was being replaced anyway as it had reached end of service. Washer was removed from pocket and disposed of. Pump was replaced. The issue was resolved at the time of report. The patient's gender, age, weight, and medical history were asked, but would not be made available. The patient's status was alive - no injury. The patient's pump serial number, model number, and implant date were provided. The washer was not interfering with the pump in any way. There was no device issue, patient/therapy issue, procedure issue, etc. At all related to the loose washer found in the pump pocket.